Manufacturer narrative:
No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. Dry eye is the most common complication of lasik and other refractive laser surgeries. Root cause could not be determined conclusively, however occurrences of dry eye are inherent to lasik and other refractive surgeries and are not indicative of a malfunction. (B)(4).

Event description:
An optometrist reported a patient with persistent ocular dryness two months post lasik procedure of the left eye.